Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in two inappropriate shocks. This patient presented to the hospital, however the device was unable to be interrogated due to the incorrect programmer used. This device will continue to be monitored and remains in service. No additional adverse patient effects were reported.